Event description:
It was reported that the patient experienced bradycardia due to the lead having intermittent capture. In addition it was reported that there was a lead warning due to impedance greater than 3000 ohms. The lead was removed and replaced. The patient had no other complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.